Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient presented to the pd clinic and was treated with unspecified antibiotics for the peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.